Event description:
It was reported that there was a right ventricular clavicle crush. It was also reported the right ventricular (rv) lead threshold and impedance measurements reflected changes recently. The patient is pacer dependent and the physician wanted the system replaced. The rv lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).